Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens -5.0 diopter tore during loading. This occurred on (B)(6) 2022 there was no patient contact with the lens and a backup lens was implanted.

Manufacturer narrative:
Patient identifier: unk. Claim#: (B)(4).